Event description:
The needle broke apart in the suturing device. A piece of the needle remained stuck in the suturing device. It was not known for sure if the other piece of the needle broke in the patient or if it "flew off the field" as the device was being removed from the trocar. An x-ray was obtained with negative results.====================== health professional's impression======================the surgeon stated he may have encountered "tough tissue"